Manufacturer narrative:
No product has been returned for evaluation as it was returned to (B)(6). No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per the reporter, the rod was removed for final fusion. Visual inspection revealed cold welding between the housing tube and the distraction rod.